Event description:
This is the same event and the same patient reported under MDR #2939859-2002-00080. This second MDR is being submitted for the second suspect product, also a device manufactured by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. After injection with two formulations of bovine collagen, the patient developed symptoms of hypersensitivity at all injection sites. Physician is treating with oral benadryl and medrol dosepack: and topical protopic.